Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented for a post-implant follow up, the device exhibited far p-wave oversensing and oversensing of myopotentials. Programming changes were recommended and the device remains implanted.